Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: t h10 vertebral body fracture procedure: posterior fixation levels implanted: th4-illiac it was reported that intra-op, the setscrew break-off driver was inserted to loosen the set screw, and when turned it counterclockwise, the resistance was so strong that it could not be rotated easily and the tip was broken. Incidentally, at driver insertion, the physician used the screw driver after having it hit lightly with a hammer and inserting it firmly and deeply. There were no patient complications as a result of alleged event.

Manufacturer narrative:
Product analysis: visual and optical inspection confirmed approximately 3 mm of instrument tip has been broken off, consistent with interface during usage. The tip just below the fracture has been twisted, consistent with torsional overload. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. This type of damage is consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.